Event description:
Caller reported occlusion alarms. The customer's blood glucose level was displayed as "high", a specific value was not provided. To address the high blood glucose, the customer administered a manual dose injection. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. Reportedly, the customer does not cycle the cartridge during the load sequence and sometimes uses pump supplies longer than 72 hours, this is considered off label use.